Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended considered increasing alert in the device to 150 ohms and in the future to deliver a maximum energy shock versus an actual induction. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).